Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086, implantable pacing lead, (B)(6) 2011; 6935, implantable defib lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that due to the patient anatomy, the passive lead was dislodged a couple days after initial implant. The physician re-opened the implant site and attempted to position the lead in a different location in the right atrium, but due to the patient anatomy, no acceptable spot was located. The physician opted to replace the passive lead with an active fixation lead. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the passive also dislodged due to lack of lead slack. The patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2020: it was further reported that the passive lead also exhibited poor lead parameters.